Event description:
It was reported that a malfunction occurred on a customer's insulin pump, with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.